Manufacturer narrative:
(B)(6). One fast-fix 360 curved ndl delivery sys insertion needle device was returned for evaluation of the reported complaint mode, ¿t2 pre-deployment¿. A total of three devices were reported as failing. The one insertion needle and three implant/suture constructs were received. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported.

Event description:
During a knee arthroscopy and meniscal re-fixation procedure it was reported that the surgeon experienced three consecutive failures at the moment of the deployment of t1. When moving backward in order to position t2 he noticed that the t2 was floating and not in the inserter anymore. A back-up device was available to complete the procedure. There were no reported patient injuries or complications. All implants were removed.